Event description:
It was reported that during imaging examination, this right atrial (ra) lead was noticed to be dislodged; the physician suspected that the dislodgement occurred due to twiddler's syndrome. The lead was explanted and replaced. This lead is not expected to return. No additional adverse patient effects were reported.